Manufacturer narrative:
Date of event is unknown; no information has been provided to date.one device was received. A visual test was performed - found signs of major fluid contamination to the battery compartment and thus the inside of the pump (fluid residue). Also found cracks in the battery compartment, bubbled dso seal and fluid residue and cracks on the battery door. A functional test was performed - found that the dso sensor is faulty. Partially replicated customer's reported problem, found damage to the battery compartment caused by fluid contamination mistaken for overheating. The extent of damage caused by the fluid contamination couldn't be fully determined at the time of investigation, this fact and the observed damage was enough to deem the required repair to be uneconomical. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the issue is "pile compartment overheating". There was unknown patient involvement and unknown patient harm/adverse event reported.